Event description:
The ventricular pacing lead perforated the septum and exited the heart on the left ventricular side of the lad. The distal tip of the lead perforated the pericardium and migrated into the pleural space. Required surgical intervention, no untoward effects to pt prior or post procedure.